Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a check your position alarm could not be confirmed. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting of a check your position alarm that appeared on the home choice (hc) machine during fill 1, the home patient (hp) revealed that there was air in the line. The technical services representative (tsr) advised the hp to end therapy and start over with new supplies. The tsr walked the hp through ending therapy early procedure. There was patient involvement, no patient injury or medical intervention was reported during initial the report. During a follow up with the hp regarding the air in line, it was revealed that she might have forgotten to open the transfer set clamp, and suggested that might have caused the alarm, but was unsure about the cause of the air in line. The hp stated that the she is doing fine and continuing therapy without further issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.